Event description:
It was reported that the infusion pump underinfused a taxol solution. Reportedly the pump was programmed to infuse 1020 ml at 42 ml/hr. However the amount took 27.5 hours to complete instead of 24.5 hours. There was no pt injury. The specific infusion pump involved was not identified.